Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination and tactile inspection presented no damage or irregularities in the inner and outer shaft of the device. Microscopic examination and tactile inspection revealed a complete hypotube separation 27cm from the strain relief. The hypotube fractured surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Reportable based on device analysis completed on 04-aug-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 2.75mm x 28mm liberté stent was advanced but was not able to cross the lesion. The procedure was completed using another liberté stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.